Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-apr-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 22-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for non-malignant pain and rsd/causalgia-complex regional pain syndrome. Information was reported that the caller is alleging an overdischarge. It was unclear if the patient is indeed in overdischarge, but the caller said the patient's battery was dead and indicated that the patient has not used their ins in sometime based on the verbiage of the caller. The caller was redirected to have the caller/patient follow up with their healthcare provider (hcp). Additional information was received from the consumer on 2019-jul-01 reporting that the leads had moved at least an inch per the last scan. It was shocking the patient even on the lowest setting and had to be turned off. No actions had been performed. The consumer was waiting to get a removal scheduled. The ins was still dead. No further complications were reported.